Event description:
Customer received comparison readings of 173 mg/dl from his optium meter and a lab reading of 83 mg/dl. Since this is a valid comparision, the readings were plotted on the parkes error grid and they feel on the "c" zone, which is considered clinically significant. No serious injury was reported. The testing was done on the finger.